Manufacturer narrative:
It is unknown at this time if there was patient involvement. Event date unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Manufacture date is unknown at this time ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a patient monitor fell. It is unknown at this time if there was patient involvement.